Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient broke femur bol junction. Patient presented with knee pain and upon xray it was determined the prosthese broke post op

Manufacturer narrative:
(B)(4). Investigation summary: examination of the devices confirmed part of the snap ring, typically contained within the femoral adapter was broken and missing in addition to the bolt being fractured. The complaint shall be closed with an undetermined conclusion depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the devices confirmed part of the snap ring, typically contained within the femoral adapter was broken and missing in addition to the bolt being fractured. The complaint shall be closed with an undetermined conclusion. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.